Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the physician is having difficulty "getting his programming system to come on and the power supply cord had already been replaced". Troubleshooting performed by cyberonics representative did not resolve the physician's issue on the handheld computer. The product has been returned to manufacturer and is pending product analysis.